Manufacturer narrative:
The field service engineer (fse) performed passing quality control (qc) within the customer's established ranges and passing system check results within system specifications. The fse did not detect any system or hardware malfunction in connection to this incident. The fse received a report from the customer stating the access 2 immunoassay systems have been discontinued for use. The customer has changed to a different methodology for troponin testing. A definitive cause of the incident is unknown. All related medwatch reports associated with this incident: 2122870-2012-01451, 2122870-2012-01464, 2122870-2012-01465.

Event description:
The customer reported erroneously elevated troponin I (access accutni) results, for multiple patients involving access 2 immunoassay system. Subsequent testing of the patient samples, on an alternate access 2 system, recovered lower results. The erroneous results were released out of the laboratory and questioned by the physician. On (B)(6) 2012, the customer stated two (2) patients were admitted to the hospital due to the erroneous results. And fourteen (14) amended patient reports were issued. There has been no report of patient outcome for the two admitted patients associated with this incident. The field service engineer (fse) went to the facility to assess the unit.